Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a roux-en-y procedure, an end tone was provided by the generator indicating a completed seal cycle, but sealing was not completed. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no pt injury.